Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the pt on 10/5/04 and obtained the following information: a couple of days ago, the pt tested her blood glucose and received an 86 mg/dl. She felt that the reading was inaccurate since she had been experiencing frequent urination. Greater than 30 minutes later, she went to the clinic and was tested on the md's meter and received a 227 mg/dl. Md increased the patient's oral medication of glyburide from 1 pill to 2 pills a day and added metformin 500mg 1x a day. Meter passed when the check strip was used. The test strips were in good condition and not expired. Test strips failed using the control solution twice. Control solution was not expired. There is no evidence of a serious injury; however, there is evidence of a malfunction, since the test strips failed twice using the control solution.